Event description:
A hexagonal screwdriver broke in surgery. The broken fragments were retrieved. The procedure was successfully completed with no injury to the patient. This is report 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant explant dates: device is an instrument and is not implanted/explanted. The investigation could not be completed. No conclusion could be drawn, as the product is entering the complaint system. DHR:the manufacturing documents were reviewed and no complaint related issues were found. No part received for DHR review, therefore DHR review is deemed to be indeterminate. Placeholder.